Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the touchscreen became unresponsive. Contact stated the touchscreen was frozen on the cgm calibration screen. During troubleshooting with tandem customer technical support (cts), a malfunction alarm occurred. The customer's blood glucose (bg) level was 201 mg/dl. The customer reported that manual injections would continue to be used for alternate insulin therapy.